Manufacturer narrative:
H.6. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 2302075, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Retained samples of the same lot were used for additional evaluation. The products were visually inspected, no damage or other issues were observed within the packaging, all samples could be separated without issue. During the packaging process, once the package is sealed, longitudinal cutters cut the different blisters, creating a dotted line for separation. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. We have reviewed our production and inspection records and have established that all production and quality processes were carried out without issue. While we cannot identify a direct issue, it is possible this incident occurred during the packaging process as a result of an issue with the blades that cut the packaging. Given we do not have a sample and the device records did not identify any issues, this cannot be confirmed for the incident reported. Complaints received for this device and reported condition will continue to be tracked and trended for signs of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd plastipak¿ syringe experienced poor perforation packaging. The following information was provided by the initial reporter, translated from german to english: we have noticed for some weeks that the perforation on the packaging is not always complete and that when the bundles are divided into the individual syringes, the packaging tears and the syringes are therefore no longer sterile, which would be absolutely necessary for our purposes in the clean room.

Event description:
It was reported that the bd plastipak¿ syringe experienced poor perforation packaging. The following information was provided by the initial reporter, translated from german to english: we have noticed for some weeks that the perforation on the packaging is not always complete and that when the bundles are divided into the individual syringes, the packaging tears and the syringes are therefore no longer sterile, which would be absolutely necessary for our purposes in the clean room.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1 initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.